Manufacturer narrative:
In 2016, on-x technologies incorporated (on-x) became a wholly owned subsidiary of cryolife, inc. (Cryolife). A retrospective review of the on-x complaint system was performed to identify any areas requiring additional action and to appropriately assimilate the on-x process into the cryolife quality management system. In an abundance of caution this MDR is being reported to satisfy regulatory reporting obligations. Operated valve endocarditis is a recognized risk of prosthetic valves that could lead to thrombosis, thrombotic embolism, bleeding events, or paravalvular leak [akins 2008]. The objective performance criteria of iso 5840 for rigid prosthetic valves indicates an endocarditis rate of 1.2 %/pt-yr. In the proact study for avr , there were 9 reported cases out of 375 implants [puskas 2014). Endocarditis of prosthesis is an infrequent, but known risk of aortic valve replacement using prosthetic heart valves. Endocarditis is a known potential complication listed in the instructions for use (IFU). Furthermore, this complication is not unique to the on-x device and is a risk associated with all mechanical heart valves. All observed risks are mitigated in the labeling and IFU. No further action required.

Event description:
Implant recovery cards received indicate that patient implanted with onxace-19 and onxm-25 on (B)(6) 2009 and required intervention/explant on (B)(6) 2014 with replacement via onxace-21 and onxm-27/29 indicated for aortic and mitral prosthetic valve endocarditis with ascending aortic aneurysm. This report is relegated to the onxm-25 valve. A separate report is being submitted for the other valve.

Manufacturer narrative:
In 2016, on-x technologies incorporated (on-x) became a wholly owned subsidiary of cryolife, inc. (Cryolife). A retrospective review of the on-x complaint system was performed to identify any areas requiring additional action and to appropriately assimilate the on-x process into the cryolife quality management system. In an abundance of caution this MDR is being reported to satisfy regulatory reporting obligations. Operated valve endocarditis is a recognized risk of prosthetic valves that could lead to thrombosis, thrombotic embolism, bleeding events, or paravalvular leak [akins 2008]. The objective performance criteria of iso 5840 for rigid prosthetic valves indicates an endocarditis rate of 1.2 %/pt-yr. In the (B)(6) study for avr , there were 9 reported cases out of 375 implants [puskas 2014). Endocarditis of prosthesis is an infrequent, but known risk of aortic valve replacement using prosthetic heart valves. Endocarditis is a known potential complication listed in the instructions for use (IFU). Furthermore, this complication is not unique to the on-x device and is a risk associated with all mechanical heart valves. All observed risks are mitigated in the labeling and IFU. No further action required.

Event description:
Implant recovery cards received indicate that patient implanted with onxace-19 and onxm-25 on (B)(6) 2009 and required intervention/explant on (B)(6) 2014 with replacement via onxace-21 and onxm-27/29 indicated for aortic and mitral prosthetic valve endocarditis with ascending aortic aneurysm. This report is relegated to the onxm-25 valve. A separate report is being submitted for the other valve.